Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #3r; cat # 5517f302, tritanium bplate triathlon s4; cat # 5536b400, tritanium patella-asymmetric; cat # 5552-l-299. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Right knee manipulation.